Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-dec-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving compounded baclofen (1000 mcg/ml at 100 mcg/day) via an implanted pump. The indication for pump use was not provided. On (B)(6) 2019 it was reported that the patient was experiencing increased spasticity so was scheduled for a catheter/pump revision. The catheter was found to be non-patent. The catheter was successfully replaced and reconnected to the existing pump. There were no environmental, external, or patient factors that may have led or contributed to the issue and there were no known diagnostics and/or troubleshooting performed. The issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.